Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump has a unresponsive button. Blood glucose reading was 133 mg/dl. Customer mentioned that he jumped into a river while wearing the insulin pump. Nothing further reported.